Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 23dec2019.

Event description:
The customer reported high internal oxygen (o2) referencing codes flow error, and exhalation (exh) flow accuracy. There was no patient involvement. The manufacturer¿s field service engineer (fse) confirmed the reported high internal o2 issue codes flow error, and exh flow accuracy error. The fse replaced the fan, air intake, printed circuit board assembly, video graphics assembly controller, and the air/exhalation flow sensor. Performance verification test passed following repairs.